Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: confirmed the battery cap is stripped and will not secure to pump and the rebooting issue was duplicated. Power on resets confirmed in the black box history on (B)(4) 2012. Visual inspection confirmed a cracked battery compartment at threads. A test cap was able to carefully attach to pump: pump was exercised with test battery cap for 24 hours on a 1 unit per hour basal rate. No power issues or rebooting duplicated during this time. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.

Event description:
On (B)(6) 2012, the reporter claimed the patient awoke with a blood glucose reading of 523 mg/dl and had symptom of vomiting. At the time of concern, the subject insulin pump rebooted possibly due to a loose battery cap. The patient promptly took insulin via syringe. At 11:30 am, his blood glucose abated to 266 mg/dl. With further troubleshooting, the animas representative discovered the subject pump had intermittent power issue and a cracked case. There was no evidence of product misuse. The power issue was not resolved with training. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl after the subject pump had intermittent power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).